Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated the device did not alarm upstream occlusion. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The device did not alarm upstream occlusion was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an upstream occlusion alarm during therapy. Patient was admitted from ER to the medical surgical floor with a 1000ml bag at 100ml/hr of 20 meq of kcl was started at 8p.m. Later that evening it was discovered that the bag was not losing any volume. It was discovered that the line was still clamped by the slide clamp upstream of the pump, and the pump was still showing that it was infusing, even though it was not. There was no patient injury or medical intervention associated with this event. No additional information is available.